Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The exact date of the onset of infection is unknown. This report is for one (1) unknown distal locking screw. The original implant procedure was performed on an unknown date. The device is not expected to be returned to manufacturer for evaluation. This report is for one (1) unknown distal locking screw. PMA/510(k) number is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, approximately three (3) years ago, the patient was treated for a fracture with tfn (trochanteric fixation nail) instrumentation. At an unknown time, the patient developed a localized infection. The patient was returned to the operating room on (B)(6) 2016 for removal of the tfn nail, the helical blade and the distal locking screw. The patient's fracture had healed, and there was no allegation of deficiency against any of the hardware. The surgeon treated the infection by implanting antibiotic beads. The tfn hardware was not replaced, and the procedure was completed with no surgical delay, and no reported harm to the patient. This report is for one (1) unknown distal locking screw. This is report 3 of 3 for (B)(4).